Event description:
It was reported by the patient that the device was replaced early due to the battery. The clinic confirmed that the device had normal battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was additionally reported that the patient had symptoms of fatigue., shortness of breath, chest tightness, chest fullness, and jaw pain.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device was replaced early due to the battery. The clinic confirmed that the device had normal battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.